Manufacturer narrative:
(B)(4). The customer reported that the pacer rate and output keys were not working. There was no reported pt involvement. The response center tech helped the customer to localize the cause of the issue to the pacer keypad assembly. The customer ordered a replacement pacer keypad assembly to resolve the issue. The customer has not called back in regards to this reported issue. This was a malfunction of the pacer keypad assembly.

Event description:
The customer reported that the pacer rate and output keys were not working. There was no reported pt involvement.